Event description:
It was reported that the device failed downstream occlusion (dso) calibration test. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year of the event, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/7/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, calibration was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.